Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter was overheating. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. A voltage check was performed and passed. An attempt to pair transmitter with the (B)(4) bluetooth device was performed and passed. An attempt to download the receiver log was performed and passed. The cloud/share data was downloaded and reviewed finding no error related to the complaint. Confirmation of the allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.